Event description:
During a laparoscopic total hysterectomy, the enseal device tip was sparking as they were grasping for tissue at the beginning of the case. A new package was obtained and the surgery proceeded.